Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6, h11.

Event description:
N/a.

Manufacturer narrative:
Batteries, compressor, mufflers and reservoirs are replaced as precaution.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) is not turning on. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.